Manufacturer narrative:
Evaluation summary: the partial lead was returned in segments, analyzed. Analysis indicated that the inner insulation of the lead d eveloped a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407458 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole and an arrhythmia. High threshold, noise, a lead warning for low impedance, and possible lead fracture were noted. During explant of the atrial lead, the lead broke, resulting in a portion of the lead remaining in the body, with the remainder explanted. The lead was replaced. No further patient complications have been reported as a result of this event.